Event description:
It was reported to boston scientific corp that a radial jaw 4 single use biopsy forceps large capacity was used during an egd (esophagogastroduodenoscopy) procedure, performed on (B)(6) 2009. According to the complainant, during the procedure, the device was inserted into the scope with no difficulty and the jaws functioned properly while collecting tissue. While attempting to retract the device though the scope, it became stuck and could not be withdrawn. The device was removed from the pt along with the scope. Once out of the pt, it was noticed that the device shaft was kinked and the biopsy cup appeared to be closed. The device could not be removed from the scope. No other scope was available for the procedure; therefore, the procedure was not completed nor had the pt been rescheduled. Although the procedure was not completed, there were no pt complications reported as a result of this event. The pt's condition was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).